Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral rupturing of her breast implants by a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of event was provided to mentor as a best estimate. The date of implantation was not provided. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number xxx for the contralateral event.

Manufacturer narrative:
On may 12, 2023, mentor became aware that information was submitted in error. The patient underwent bilateral removal as her implants were suspected of being ruptured. However, upon explantation, the implants were intact. Despite this, the event is still deemed reportable as an adverse event was indicated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: suspected rupture manufacturer¿s reference number: (B)(4) in the supplemental, h6 medical device problem code should have been updated with adverse event as the patient still had an adverse event due to the implants being removed per a complication.

Manufacturer narrative:
On november 11, 2022, mentor received additional information. Upon explantation of the devices, they were reported intact. Therefore, there is no product issue or patient consequences associated with the products or patient. On november 15, 2022, mentor received an explantation date of (B)(6) 2022 in which the implants were replaced with undisclosed implants. No further reporting will take place regarding this file. Manufacturer¿s reference number: (B)(4).